Event description:
A 68-yr-old male with hx of renal failure, gi bleed and post hemicolectomy was receiving hyperalimentation. He was being measured for his blood glucose with meter as well as blood samples processed in central lab. On the morning of 10/4 both lab and meter results were almost the same readings 86 + 96. During the evening of 10/4 meter showed a reading of 296, 5 iu of regular insulin given. On 10/5 pt then status changed. Lab glucose showed 28 and meter showed 196. Meter checked by biomed and was ok. Incident review team test: glucose strips defective.